Manufacturer narrative:
No product will be returned per customer. The customer's report of the luer lock disconnecting could not be confirmed because the product was not returned. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing luer lock disconnected on its own during an infusion of maintenance fluids through a jugular site. Due to the event a new jugular catheter needed to be inserted. There was no patient harm.